Event description:
It was reported that the bd texium secondary set smartsite needle-free valve bag access port had leakage. The following information was provided by the initial reporter: many reports received in regards to bd low sorbing secondary set smartsite needle-free valve bag access port ref # 70001b-07t. 5 reports total reported in terms of leaking. One report involved starting a piggyback infusion of fluorouracil 900mg, a leak occurred at the connector site to the primary IV line. Approximately 5 ml of fluid leaked, but none came into contact with the patient. The leak was contained with a disposable pad. Pharmacy was notified. Similar events could occur at other facilities using the same bd low sorbing secondary set smartsite needle-free valve bag access port if there are product defects, compatibility issues, or assembly errors. If leakage occurs with hazardous drugs like chemotherapy, staff could be exposed to cytotoxic fluids, presenting health risks such as skin irritation or long-term effects. Additionally, medication loss could lead to underdosing, impacting patient care. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Negative outcome included major leaks with the products with no patient harm.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.